Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and observed weak ise tube joints and roller tubing issue. The fse determined the failure mode was due to faulty ise roller pump tubing and joints. The fse replaced the roller tubing and joints which resolved the issue. System performance was verified. No further issue was noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported generation of false low patient results for sodium on ise (ion selective electrode) module cell 2 of their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.